Event description:
A third party biomed reported that the device was not able to charge energy with the paddles when it was able to do so via the therapy cable. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy connector assembly at the failure analysis center and determined the cause of the malfunction to be a broken low voltage pin from the paddles assembly stuck in the corresponding mating connector. Hence, the device was not able to detect the paddles connection.